Event description:
A zoll distributor returned monitor sn (B)(4) indicating that it was unable to power on.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation component u1003 (programmable logic device) and resistor r45 were damaged. There was also a damaged trace on the computer/analog (c/a) board at r45. The cause of the inability to power on was the damaged trace and components. The root cause of the damaged trace and components was unable to be positively identified. No adverse event resulted from the defective monitor.